Manufacturer narrative:
Results: footboard assembly, footboard accent panel.

Event description:
It was reported by service report that the footboard display was not working. No pt involvement or adverse consequences are reported.